Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blowertemp > 80°c for more than 100ms due to defective blower correction: replacement of the blower.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: after startup tf341009, te231036, te233002, te233005 and blower service required alarms occur. Pvent_control offset value is 47 mbar at all time. The 2 minutes buzzer test is unsuccessful. The blower is younger than 5 years.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blowertemp > 80°c for more than 100ms due to defective blower. Correction: replacement of the blower. Hamilton medical ag complaint number: (B)(4). Follow-up x - corrected information: **UDI related data quality updates only** field d4 was not updated with full UDI information as requested since the device was manufactured before 2015.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: after startup tf341009, te231036, te233002, te233005 and blower service required alarms occur. Pvent_control offset value is 47 mbar at all time. The 2 minutes buzzer test is unsuccesful. The blower is younger than 5 years.